Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg for investigation, the reported complaint could not be duplicated. Mmdg could not replicate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was "making unusual noises when running". They stated that this resulted in a delay in their feeding of two days. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the reported complaint and delay in therapy. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was "making unusual noises when running". They stated that this resulted in a delay in their feeding of two days. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the reported complaint and delay in therapy. (B)(4).